Event description:
After the dressing was applied to the patient's shoulder, anesthesia unlocked the or (operating room) table to turn in position for them to extubate the patient. At this time, a burning smell and smoke was noted in the operating. The patient was immediately moved to the stretcher, extubated and moved to the pacu (post anesthesia care unit). Biomed and maintenance were notified, and a fire extinguisher was brought to the room. The bed was unplugged and monitored for open flame, which did not occur. Manufacturer response for steris 4085 bed, 4085 bed. The manufacturer will be inspecting the bed.